Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015). The patient¿s meter and test strips have been returned on 3/12/2015 and evaluated by lifescan product analysis on 3/17/2015 and 3/23/2015, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have bent spc pins 1, 2, and 5. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged power issue began on (B)(6) 2015 at 8:30am. During the follow-up call, the patient informed the mss that he manages his diabetes with insulin (humalog and lantus) and stated that he normally takes additional 1-2 units of insulin when his blood glucose is elevated. The patient informed the mss that he took "a little" insulin (15 units) at 8:45am in response to the alleged issue. During the initial call, the patient reported that a few hours after the alleged issue began, he developed symptoms of ¿nausea and high blood sugar.¿ during the follow-up call, the patient also reported symptoms of ¿throwing up, headache, pains in chest, thirsty, not much appetite and going to the toilet more frequently.¿ the patient claimed he drank a lot of water in response to his symptoms. No additional treatment was specified. At the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr noted that the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on manually and when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue began.